Event description:
It was reported that after pre-dilatation, the multi-link plus was inflated, but a successful lesion inflation could not be confirmed. An attempt was made to remove the device, however, the stent had fallen off the stent delivery system, and it was left near the lesion. The stent was withdrawn from the coronary with a snare wire.